Manufacturer narrative:
Concomitant product: ddbb1d1 ICD, implanted: (B)(6) 2017 and 6944-58 lead, implanted: (B)(6) 2017.

Event description:
The day following the patient¿s upgraded system implant procedure it was reported that the pace/sense right ventricular (rv) lead had loss of rv capture but was alerting for rv pacing impedance out of range when three were no short v-v (ventricular ¿ ventricular) intervals. A chest x-ray was taken and showed an apparent pin malposition. It was noted that the pin was not seated properly in the header. A lead revision was done where the pace/sense lead pin was reinserted into the header of the device and tested. The testing thru the device was acceptable and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.